Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2019 with the following findings: a review of the pump black box showed pump reboots on the date of the reported event. Frequent low battery warnings were observed. A visual inspection of the pump revealed the battery compartment was cracked. There was evidence of moisture contamination inside the battery compartment. A leak test confirmed leaks at the battery compartment. The returned battery cap was undamaged was able to fit securely to maintain an electrical connection. The pump powered on and was exercised for 12 hours with no power interruptions occurring. The pump electrical current draws were tested and were within specifications. The pump¿s cover was removed and moisture damage found on the printed circuit board. The allegation of no power and short battery life was shown in the pump history but were not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The pump reported has no power and an issue with decreased battery life. The battery compartment is allegedly cracked with moisture corrosion in the battery compartment. The reporter denied damage to the battery cap. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.